Manufacturer narrative:
The event date was documented as unknown in the initial report and has been updated as (B)(6) 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device cone sleeve was loose from the gear sleeve, the ball bearings had rough rotation and the seals and the o-rings were worn. The assignable root cause was determined to be due to wear and loctite degradation from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the modified trinkle attachment device would not connect properly to the motor device. There was an unspecified delay while opening the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.